Manufacturer narrative:
Device evaluation: one sample was received in used condition. A visual inspection found no damage. During the functional testing, the sample could be connected without problem. The sample passed the delivery accuracy test. The customer reported complaint was not confirmed. A root cause was unable to be confirmed. A DHR was not completed as a lot number was not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable exhibited an over delivery of medical fluid. The remaining volume indicated on the pump's screen was 16.6 ml while the actual remaining volume being zero. No adverse patient effects were reported by the customer.